Event description:
It was reported that an ilet pump screen became unresponsive due to a corner chip and a visible led crack across the display, and a replacement device was arranged after education on shutdown and data return procedures. Symptoms included no injuries, no hypoglycemia, no hyperglycemia, and no alarms. Outcomes included continued therapy management using the patient¿s cgm application and instructions for device replacement and data synchronization. Investigation included remote troubleshooting and education, verification of logistics for replacement, and guidance to power down the device to prevent further alerts. Investigation of this case revealed physical display damage consistent with user-side screen damage affecting the display component and rendering the touchscreen nonfunctional. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device manufacturing or design.

Manufacturer narrative:
Investigation description: display damage due to impact.